Event description:
The customer reported that the monitors went back after a loud pop. This will cause the system to be unusable due to the inability to see the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.